Event description:
The customer stated that the axsym rubella calibration failed while trying to calibrate using the rubella igg calibrator, list# 9c29-01 and the axsym rubella igg reagent. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.